Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing a return of symptom in that the patient was not emptying their bladder. The patient was just released from the hospital on the condition that the patient have their implant checked because the reason for the patient being in the hospital was the trouble the patient was having with their bladder. The patient reportedly had the battery for a number of years now and wanted to check the battery to see if it was still operating. The patient was advised to follow-up with their healthcare provider (hcp) and the patient's bladder issue was confirmed to be a return of pre-existing symptoms. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.